Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the returned device identified a curved opening, fold creases and a weight test of the explanted material verified it was within specification. Microscopic analysis of the return device identified wear abrasion, smooth opening on posterior side in the same location of crease assessed as fold flaw opening, stress marks assessed as non penetrating nicks and nicks with striations assessed as surgical tool scratch like. Based on the device analysis the final assessment is: a smooth crease opening assessed as fold flaw opening. The reason for reoperation was reported to be due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side rupture. Device has been explanted.